Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 units; customer called in for hellp on 8015 units after he ran the flash on unit to up grade to (B)(4). They sat unit on the shelf plug in when power unit back on he get on five of the unit the red light with peeping saying units unrestorable please replace explain to customer what the error is watchdog error and the logic board has went out on the unit. Something kill the board but will need to send units in for repair. Customer will try to remove files off the flash cards then restore files back on the card and try to run the flash on one of the unit see if he is able to restore the unit if fails will have to send units in.